Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. Microscopic and tactile inspection revealed numerous kinks in the distal shaft. Microscopic inspection revealed a complete separation at the shaft/collar area. Microscopic inspection revealed the ptfe was pulled completely out from the collar of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on 26may2016. It was reported that catheter failure to advance occurred. A 145, 5-in-6 guidezilla guide extension catheter was selected for use. During procedure, the guidezilla was inserted into a 6f guide catheter; however, it was noted that the device became stuck. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed and was further reported that the guidezilla was completely separated at the collar/shaft.